Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the turbine module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective turbine.